Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)displayed "system error, out of service, revert to manual CPR" was confirmed during the functional testing. The root cause for the reported complaint was due to a damaged coil on the processor board, likely due to normal wear and tear. The platform was manufactured in jan. 2008, and is over 14 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision was up to date and the brake gap was within specification. The archive data review could not be completed because the archive data could not be retrieved/read. Due to this, the specific system error message could not be determined. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The damaged processor board was replaced to address the system error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)displayed "system error, out of service, revert to manual CPR". No patient involvement.